Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular lead exhibited loss of capture due to ventricular perforation and pericardia effusion. This lead was explanted and replaced. No additional adverse patient effects were reported.